Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal that on approximately (B)(6) 2018, a female patient had "a second knee surgery on the same knee due to the required replacement of the original knee replacement". No additional information is available.